Manufacturer narrative:
Corrections in d4: lot number, serial number, & UDI number, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report: 3012447612-2024-00228.

Event description:
It was reported that a surgeon complained that two t-handle torque ratcheting handles did not apply enough torque intra-operatively. The surgery was able to be completed using the same tool with greater force, and there no patient impact; however, there was a 10 minute delay on surgery. This is report one of two for this event.

Event description:
It was reported that a surgeon complained that two t-handle torque ratcheting handles did not apply enough torque intra-operatively. The surgery was able to be completed using the same tool with greater force, and there no patient impact; however, there was a 10 minute delay on surgery. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A torque test was performed with eq-1919 a/b cal. Due 3/24/2026. Per drawing 3572-1 rev. C the torque output should be 90 in-lbs +/- 4.5in-lbs. The handle had consistent readings that are within specification. The average reading was 92.4 in-lbs. Root cause: a definitive root cause cannot be determined with the information provided. No device problem was found. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a surgeon complained that two t-handle torque ratcheting handles did not apply enough torque intra-operatively. The surgery was able to be completed using the same tool with greater force, and there no patient impact; however, there was a 10 minute delay on surgery. This is report one of two for this event.